Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Device evaluation: the zimmon pancreatic stent of unknown lot number and rpn involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. This file was created from the journal article, "pancreatic anastomotic failure rate after pancreaticoduodenectomy decreases with microsurgery" this complaint captures the off-label use of the zimmon pancreatic stent in 283 cases where the device was used in a surgically altered anatomy and the device itself was altered (stent was cut). (Rpn: unknown). As the rpn and lot number of the complaint devices are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution zimmon pancreatic stent devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. It should be noted that the device was used off-label, outside its intended use stated in the instructions for use (ifu0055-4) "this device is used to drain obstructed pancreatic ducts" and in the notes section ¿do not use this device for any purpose other than stated intended use.¿ where the prophylactic use of the device in this procedure is not a stated use as per the IFU and therefore has not being tested in a clinical setting. As per information reported in the paper 283 patients had a 3fr-4cm pancreatic stent (cut from a 10cm length stent) placed in a surgically altered anatomy to decrease the leakage from pancreaticojejunostomy. Root cause review: a definitive root cause can be attributed to the off-label use of the device, when the device is used outside its stated intended use, it may lead to outcomes that were never intended to happen and were never studied. As per clinical input the stent was altered and used in an altered anatomy, this is regarded as off-label use. Clinical input also confirmed that the pancreatitis may have resulted from the additional mpd (main pancreatic duct) manipulation during stone retrieval and dilation and was not stent related. In addition, the main symptom of all 3 patients prompting the pank (pancreatic antegrade needle-knife) procedure was pain so it was not stent related. Summary: complaint is confirmed based on customer testimony. According to the information reported, patients who developed clinical symptoms (fever, abdominal pain, leukocytosis, nausea, vomiting, or inability to tolerate oral intake) was imaged with a CT a scan. I f any drainable collections were identified, the patient underwent interventional radiology (ir) drainage and was started on broad-spectrum antibiotics. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Hashimoto 2010 (zimmon ps) - ¿pancreatic anastomotic failure rate after pancreaticoduodenectomy decreases with microsurgery¿ the internal stent was a 4-cm 3f pancreatic stent cut from a 10-cm commercially available endoscopic pancreatic stent (geenen or zimmon stent;wilson-cookmedical inc.). This file is created to capture 283 cases of general off label related to zimmon pancreatic stent ¿stent was altered and used in surgically altered anatomy. This article compared surgical loupes with surgical microscope during the procedure of pancreaticojejunostomy, the conclusion was that surgical microscope with increased visual acuity could reduce clinically relevant complications when comparing surgical loupes. The cook stent was modified (being cut) and inserted into pancreatic duct during the operative procedure in order to decrease the leakage from pancreaticojejunostomy. No adverse effects to the patient as a result of the off-label use.